Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000438, serial/lot #: -, ubd: unknown, UDI#: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A090501 applies to unable to unable to expose or take scout shots during surgery. A110201 applies to tried rebooting, but the system would not boot up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they were unable to unable to expose or take scout shots during surgery. Both the hand switch and foot switch were tried with no change, and no specific error message was prompted by the system. The site then tried rebooting, but the system would not boot up. After swapping outlets, the system was able to boot. The call ended before a final resolution was reached. Surgical delay and patient outcome were not provided and follow up is being done. Additional information was received. It was reported that further troubleshooting revealed that the issue was due to insufficient power from the hospital outlet. The clinical specialist (cs) confirmed, "I had plugged the mobile viewing station (mvs) into a bad outlet. I switched outlets, and everything worked great!" The case was marked as resolved on the call and subsequently closed. Additional information was received. It was reported that there was no delay to the case and there was no impact to the patient. Wall outlets were switched and the computer was rebooted. Both the spin and navigation were successful.